Event description:
It was reported the patient had been admitted to the emergency room with symptoms of an underdose, including dizziness and tingling. No alarms were reported, pump logs were normal, and the pump was refilled that day and no volume discrepancy was reported. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) .